Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance and angina pectoris occurred. The ¿subtotal¿ stenosed lesion was located in the ramus interventricularis anterior artery. The lesion was predilated with a 2.0x12mm maverick balloon to 12 atms for 20 seconds which showed an angiographic reduction of the stenosis. A 2.5x24mm taxus liberte¿ drug eluting stent was advanced to the lesion and deployed at 12 atms for 30 seconds. The physician reported balloon withdrawal resistance and the patient experienced angina pectoris at that time. The patient was treated with 0.3mg nitroglycerin given as an intracoronary injection. Final angiographic imaging showed an ¿excellent result with exact stent positioning.¿ no dissection was noted and timi iii flow was noted. No further patient injuries or complications occurred. Patient status is satisfactory. The patient was prescribed 100mg aspirin and 75mg clopidogrel daily for one year, and was instructed to continue the aspirin for life. The patient was also instructed to return in 6 months for a scheduled treatment of a 70% stenosed long lesion of segment IV of the right coronary artery.

Manufacturer narrative:
(B) (4). As a unit has not been returned, a technical analysis cannot be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).